Event description:
Consumer claims that she was using the heating pad for about 30min. She claims that she doze off and woke up with a pain on her shoulder. She touched her shoulder and broke a blister which had formed. She has two other spots that are burned on the shoulder. She initially put salve on the burns, but since she believes she has 3rd degree burns she will visit the ER.

Manufacturer narrative:
We are currently waiting for feedback from the consumer regarding the ER visit. We will also request the product back from the consumer for eval. A supplementary report will be submitted upon final eval and new findings (if applicable). Note, however, that is clearly stated on the product and all the instruction manual that the consumer shall not fall sleep while using the product.